Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The patient was not admitted to the hospital for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin (1 gram in first bag than every 5th day) and injection magnova (500 mg in each bag, frequency not reported). The patient's outcome was unknown. The action taken with dianeal therapy was ongoing. No additional information is available.